Event description:
The technician reported the account stated the bed exit alarm does not function. The bed was located in the accounts maintenance. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found the bed exit alarm was not functioning due to the scale was zeroed with a patient in bed, user error. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician recalibrated the bed scale to resolve the issue of user error. Based on this information, no further action is required.